Manufacturer narrative:
The device history record (DHR) could not be reviewed because there was no serial number provided by the customer. The y port tube is tracked by tube lot number, y port traceability could not be reviewed due to no tube lot number given. The investigation found that there were no related issues recorded throughout the manufacturing and control processes. The manufacturing records, including assembly, test, inspection and packaging, no risk cause y port detach. All tubes have been 100% tested by leak test station follow customer specification of air pressure 20psi. Any of leakage issue could be detected if y port detached. All tubes have been 100% inspected before packaging. Also, each lot is released based on an acceptable quality limit (aql) inspection. The product was in conformance to specifications and was released for distribution meeting all established quality assurance acceptance levels. The device was not returned for evaluation however one photograph was submitted for evaluation. The photo confirms that there is a detached y-port connector which is assembled by a supplier. A review of the manufacturing and quality process controls for this product was conducted by the supplier and the feedback provided was that they unable to determine the root cause without the physical sample to evaluate. Corrective actions have been taken for the detached component by installing a new solvent dispenser for a better handling of the solvent during the assembly process of the y-port. Additionally, to improve the structure of the y-port design it was changed from a ¿wing¿ design to ¿no-wing¿ design, because a ¿no-wing¿ design will increase the surface area of the bond and it has proven to increase the bond strength of the y-port assembly. The validation of this change is planned to be completed within the next two months.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a broken iris tube at the hub; the connector piece detached. No patient injury was reported.